Event description:
Clips did not come out of the device when being used to dissect tissue during a lap chole surgery. Another device was obtained and the procedure was completed without incident. No patient harm.